Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation.

Event description:
On (B)(6) 2014, the patient was implanted with three conformable gore® tag® thoracic endoprostheses (tge404015/12216702, tge404015/12313865, and tge454510/11941436) to treat a descending thoracic aortic aneurysm. Prior to the procedure, the patient underwent left carotid-subclavian bypass. On (B)(6) 2014, an asymptomatic retrograde dissection was identified. On (B)(6) 2014, the patient underwent aortic valve replacement, and supracoronary and aortic arch replacement. No further information is available.

Manufacturer narrative:
Additional tag® devices included in this report: tge404015/12313865 and tge454510/11941436. Results pending completion of manufacturing evaluation.